Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the communication cable for the positioning sensor unit (psu) and polaris spectra system control unit (scu) was replaced, but the reported issue was not resolved. The computer for the navigation system was then replaced and the reported issue was resolved. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable and computer have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system monitor would not display any video intermittently. There was no patient present when this issue was identified. No additional information was provided.